Event description:
It was reported that this pacemaker exhibited undersensing that led to the suspicion that supraventricular tachycardia (svt) episodes had been labeled as ventricular tachycardia (vt). Atrial pacing after intrinsic atrial rhythm was also reported. In addition, undersensing of atrial fibrillation was noted. Technical services (ts) was consulted an upon review, right atrial (ra) channel sensitivity adjustments were recommended. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.